Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® blood alcohol determinations sodium fluoride additive was abnormal. This occurred on 3 occasions before use. The following information was provided by the initial reporter: material no. 367001, batch no. 9036731. It was reported that the additive appeared to be dried and stuck to the side of the tube. He states that in some of the tubes (3 out of the 5 that he recently checked), the additive appears to be dried and stuck to the side of the tube, and he is not sure if he should use it. It is in a kit assembled by adwin kit packers. I explained that if the tubes do not appear normal, he should not use them. He might want to contact adwin to get replacement tubes.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® blood alcohol determinations sodium fluoride additive was abnormal. This occurred on 3 occasions before use. The following information was provided by the initial reporter: material no. 367001, batch no. 9036731. It was reported that the additive appeared to be dried and stuck to the side of the tube. He states that in some of the tubes (3 out of the 5 that he recently checked), the additive appears to be dried and stuck to the side of the tube, and he is not sure if he should use it. It is in a kit assembled by andwin kit packers. I explained that if the tubes do not appear normal, he should not use them. He might want to contact andwin to get replacement tubes.